Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, customer loaded cold insulin into the cartridges. Tandem technical support educated customer on proper the load techniques. The cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 150 mg/dl.